Manufacturer narrative:
A complete lead was returned in one piece and visual inspection revealed the outer insulation was cut at the middle region of the lead. Electrical testing revealed no indication of conductor fractures or internal shorts and x-ray examination of the entire lead was normal. The cause of the outer insulation cut of the lead is consistent with procedural damage.

Event description:
During follow-up, an increase in capture threshold was noted on the right ventricular (rv) lead. X-ray imaging revealed that the atrial and the rv lead were straightened more than at the time of the implant. The leads were revised and during the revision procedure, blood was noted on the inside of the leads. The leads were explanted and replaced and the patient was in stable condition. Related manufacturer report number: 2017865-2017-32843.